Event description:
It was reported that the patient expired at home due to cardiac pump failure. There is no known allegation from a health professional that suggests the death was related to the device. The cause of death was presumed to be cardiac arrest from congestive heart failure and hypertension. No further information is available.

Event description:
New information received notes that copd (chronic obstructive pulmonary disease) is also listed as cause of death on death certificate.